Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident. The customer treated high blood glucose with manual injection. Customer declined troubleshooting for high blood glucose. Customer states insulin pump alarmed compromised force sensor alarm. Customer states insulin was squirting out during the manual prime process. Customer states they were not using the insulin pump during prime. Customer states driver support cap was sticking out. Customer advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the prime test, excessive no delivery test and occlusion test due to compromised forced sensor system alarm.